Manufacturer narrative:
Patient age not available from the site. The suspect spine clamp has been received by the manufacturer for evaluation. The returned clamp was found to be fully functional. The clamp functions as designed.

Event description:
A site representative reported that during spinal fusion procedure, the spine clamp would not tighten on the spinous process. Site used another clamp to complete the procedure. The procedure was completed with the use of navigation. There was a delay of about a minute. No known impact on patient outcome.

Manufacturer narrative:
Additional information: patient age provided.